Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 45 mg/dl. Customer was unconscious. Customer had a second event; the blood glucose reading was 45 mg/dl and seizure. Caller stated that customer has not used the insulin pump since (B)(6) 2013. Customer has had several hospitalizations that were not reported while using the insulin pump. Nothing further reported.